Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6, -13.0/1.5/112 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's right eye (od) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.